Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). The customer reports that a PICC was placed (B)(6) 2011 in the antecubital and secured with chevron. On (B)(6) 2011, a leak was noticed just below the molded strain relief on the primary extension tubing. The PICC was removed and replaced with a central line. The customer reports the pt status is fine.